Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. Quality engineering evaluated the broach adapter device, and it was determined that the device had a blockage preventing insertion of broach. Therefore, the reported condition was confirmed. An assessment was performed on the device, which found that the damaged guide pin was causing the broach not to attach. The damaged guide pin is consistent with broach not being properly secured during use. It was further determined that the device failed pretest for visual assessment, locking latch attachment assessment, and locking latch removal assessment. The assignable root cause was determined to be traced to improper handling by the user, which is user error.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the broach adapter device had a blockage, which prevented the insertion of the broach device. During in-house engineering evaluation, it was observed that the device failed pretest for locking latch removal assessment. There were no reports of any injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.